Event description:
The customer reported that the system would not display a filament regulator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep retrieved the error log files, and reseated the printed circuit boards. The system was tested and found to be working as intended and put back into service.